Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer tried to clear the alarm but it did not work. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.